Event description:
According to the reporter: upon insertion of the 10mm clip, the clip applier kept hanging up on the cap. Upon inspection on the video screen, a small piece of trocar cap was noticed on the tip of the clip applier. When viewing the rest of the abdomen with the laparoscope, another piece of the trocar was seen laying inside the patient's abdomen. It was photographed with a scope and the pieces was removed from the patient's body. There was a delay in operative time. No bleeding or tissue damage reported.

Manufacturer narrative:
(B)(4).